Event description:
It was reported that the pt underwent surgery with implant of rigid posterior fixation. No interbody devices were implanted. It was reported that the pt had a post-op bone screw breakage in the sacrum. No revision surgery is planned. No patient complications were reported.

Manufacturer narrative:
The device is reported to remain implanted; therefore, no product will be returned for evaluation. Unable to determine cause of the event.